Event description:
The impaction bur guard was returned to stryker instruments for service. Upon receipt at the manufacturer facility, it was noted that the guard was broken. As this event occurred at the manufacturer facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Upon follow up with the user facility it was found that the core impaction drill involved in this event, originally listed as concomitant to the impaction bur guard on initial report 0001811755-2015-00026 (stryker reference (B)(4)), should have been the primary product. This correction contains updates to all fields reflecting this change. The technician noted components affected by non-stryker tampering.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. When the customer set the drill down to cool off, it was noted that the impaction bur guard had melted. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.